Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that, the architect i2000 analyzer generated error code 9464, las initialization communication failed. The customer resolved the communication error by reinitializing power to the analyzer's system control center (scc) and retested the patient samples that were in process during the error. Comparison of results before and after the error did not correlate. The customer suspects that the laboratory automation system presented the incorrect samples. No suspect results were reported from the lab. There is no impact to patient management reported.